Event description:
A pt reported they received a ER 1 message on the surestep meter. On retest, pt obtained a blood glucose level of 353mg/dl. The dot on the test strip matched the color chart. Pt did not experience any symptoms. Lfs representative reviewed qc procedures and causes for ER 1 messages. No other info is available. The meter has been replaced. No allegations of harm have been made.